Event description:
It was reported that the percutaneous thrombolytic device was being used on a pt who previously had a wall stent place. The percutaneous thrombolytic device became caught in the stent during the procedure and a snare was employed to remove the percutaneous thrombolytic device so the stent wouldn't be damaged. There were no pt complications. Info from the hosp indicates that the use of the percutaneous thrombolytic device in this procedure was in a manner for which it is not labeled.